Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm model#: sc-2316-70 serial #: (B)(4) description: infinion70 cm lead kit model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-1010c serial #: (B)(4) description: precision implantable pulse generator (ipg) and charging kit model#: sc-4316 lot #: 15782916 description: next generation anchor kit-sterile

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not feeling the stimulation in the pain area.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.